Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor 3mh00qjf41d has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor was reprogrammed and simvivo test performed. All results were within specification. Removed the sensor plug and inspected the plug assembly. Sensor state 5 is an indication of normal sensor termination and full wear by the user. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue with the adc device was reported. A customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter. The customer experienced a loss of consciousness and received sweets and lucozade third party from a third party for treatment. There was no report of death or permanent impairment associated with this event.